Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a  hypoglycemia , over delivered insulin ,glucose/carb intake , glucagon and discontinued to used insulin pump as treatment. Customer blood glucose level was over 142 mg/dl. Customer was used insulin pump system within 48 hours of reported event. Troubleshooting was performed for high blood glucose readings and it was unknown about used of the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The pump will  be returned for analysis.

Manufacturer narrative:
Pump passed active current measurement, sleep current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, and displacement accuracy test at (0.087). Pump successfully downloaded using thump and carelink. Confirmed pump alarm insulin flow blocked alarm on 10/20/2022 at time 12:10:29.000 during bolus in pump downloaded history. Pump's memory was reviewed and no alarms or anomalies were noted. No ¿no delivery alarm¿ during testing. Confirmed total daily bolus delivered on 03-nov-2022 is 56000 (5.6 u). Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. In summary, pump passed required testing. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.